Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient¿s weight. Further information was requested but not yet received.

Event description:
It was reported that surgical intervention may be undertaken for an unknown reason.

Event description:
Additional information indicates that patients system was explanted on 08 august 2024 due to ineffective therapy. There were no allegations against the ipg.

Manufacturer narrative:
Based on information obtained, decision is not reportable at this time. There were no allegations against the ipg. It was explanted as the whole system was taken out due to ineffective therapy.